Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/24/2018 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200274607) for system error 120 4610 indicated on the source device which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.